Event description:
It was reported that the patient in-clinic for follow up. Upon review, the implantable cardioverter defibrillator had delivered an inappropriate shock for supraventricular tachycardia. Programming changes were performed. The patient condition was stable.